Manufacturer narrative:
The report from our affiliate indicated that there was poly vinyl alcohol (pva) leakage at the connecting part of the catheter hub, but the leakage was not inside of the pt's body. Although, it was noted that there was no info if there was any proximal or distal embolization, as a result of the leakage. However, it was reported that there were no adverse effects to the pt. The product was returned for analysis, and visual analysis revealed a puncture at approx 103.5cm from the proximal end of the brain relief, which is not at the luer connection as previously noted. Therefore, upon review of analysis, the file was deemed reportable. Clinical impression: it was reported that with the second hand injection of pva, using a rapid transit microcatheter, there was leakage at the connection of the catheter. Visual analysis revealed a puncture at approx 103.5cm from the strain relief, which is not at the luer connection as previously reported. Attempts to obtain further info were unsuccessful. It is not known whether resistance was encountered prior to injection, if the maximum, psi (pressure) was exceeded, or the concentration of pva particles. No info is available to make an assessment of pt or procedural factors that may have contributed to the reported event. The following analysis was performed on the returned product. Visual analysis: one rapid transit was returned. There was a puncture located at approx 103.5 cm from the strain relief. Functional analysis: a .018 guidewire was inserted into the returned microcatheter and became stuck at approx 113.5cm from the proximal end. The unit was then opened and inspected. Dried contrast was found in the blocked area of the microcatheter. The burst area was also opened and inspected. No anomalies were found in the unit. Dimensional analysis: the inner and outer diameter of the microcatheter was measured and found to be within spec. Device and lot history record review, this is the only report of this type received for this sterile lot number to date. This is the only report of this type received for this catalog number for six months prior to the alert date. A review of route sheets was performed for this product revealing no anomalies related to the complaint. Conclusion: the exact cause for the reported event could not be determined. However, it does not appear to be manufacturing related.

Event description:
Catheter leakage.